Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged several weeks prior, but then was no longer able to connect the ipg to external devices, and lost stimulation. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model, which addressed the issue.

Manufacturer narrative:
The reported event was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing. No device problem was identified.